Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated that a comparison study was performed showing high results for the elecsys prolactin assay (prl) and the elecsys dhea-s (dhea-s) assay on the cobas e 411 immunoassay analyzer (e411), when compared to results obtained from an immulite analyzer. Five samples for each assay were tested on the e411 at the customer's laboratory, and the immulite analyzer at another laboratory. This medwatch is for the dhea-s results. Refer to medwatch with a1 patient identifier pt-(B)(4) for the prl results. Of the five dhea-s samples, three had discrepant results. It was requested, but unknown, whether any of the results were reported outside of the laboratory. However, the customer stated the high results do not fit the clinical pictures of the patients. It was requested, but unknown, whether any adverse events occurred with the patients. The serial number of the e411 was requested but not provided. Further information was requested but not provided.